Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of "high drain" was confirmed in the logs, but was not duplicated during pal evaluation. The cause of the iipv was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the min drain volume threshold. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The device was determined to meet the specification requirements per returned instrument test / evaluation (rite) testing. This issue is being investigated through a CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the peritoneal dialysis nurse (pdn) called and stated the home patient (hp) called her to go over the numbers and when he turned on the hc, it showed high drain 106/call pdn. The technical service representative (tsr) explained the alarm to the pdn. The tsr called the hp and reviewed the therapy log. The fill volume is 1500ml. The hp drained 3199ml in drain 6 of 6 and stated there were no alarms that were bypassed. The tsr would swap and called the pdn back to advise of swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.